Event description:
The lead was partially explanted due to a report of suspect j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular/superior. Technique/tools: direct traction/laser. Complications: stylet could not be advanced to tip.